Event description:
It was reported by service report that the top rail and the siderail release handle are broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Eval: release handle.